Event description:
Reporter indicated a vns pt was hospitalized for increased seizures. The vns output current was increased from 2.25ma to 2.50 ma as an intervention. Attempts to the reporter for additional info have been unsuccessful to date.